Event description:
A malfunction alarm was reported, identified by code malf 9. There was no adverse impact to the customer¿s blood glucose level. Customer received information on resetting the pump from technical support, successfully reset the pump, and was advised to call back if the malfunction recurs; the customer confirmed understanding and continued using the pump.